Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg incision was not healing. The patient was placed on antibiotics and sent to wound care.

Event description:
It was reported that the patients ipg incision was not healing. The patient was placed on antibiotics and sent to wound care. Additional information was received that patients incision opened up. The patient attended wound care and incision was closed.